Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump's air sensor and downstream occlusion (dso) seal are unattached and falling off. The dso seal is also ripped¿ was confirmed through visual inspection. The probable cause was unknown. Replaced dso seal and re-adhered air in line detector. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump's air sensor and downstream occlusion (dso) seal are unattached and falling off. The dso seal is also ripped. The event occurred during testing. There was no patient involvement.